Manufacturer narrative:
The complainant stated that the threads on a pedicle screwdriver were wearing away. The damage was reported to have happened while trying to disengage a pedicle screw from the screwdriver after implantation. There were no known patient complications. The screwdriver was returned for assessment; it showed signs of repeated use, and the complainant's claim was confirmed that the threads were damaged. The surgical technique guide provides guidance on how to load and disengage pedicle screws from the screwdriver. In addition to the explicit directions, the surgical technique guide includes warnings to prevent damage to the screwdriver when in use and during disengagement. It is possible that the damage to the returned drivers was a result of over-torqueing the screwdriver, or not following the proper steps to disengage the pedicle screw. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory.

Event description:
The complainant stated that the threads on a pedicle screwdriver were wearing away. The damage was reported to have happened while trying to disengage a pedicle screw from the screwdriver after implantation. There were no known patient complications.